Event description:
According to a nurse, "when the clinician pressed the hold button and opened the door, fluid continued to flow." There was no pt injury.

Manufacturer narrative:
The MFR was unable to duplicate the problem. Upon receipt, manufacturer was unable to load a tubing set because the carrier latch, in the flow clip receptacle, was bent.